Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument jammed and would not open. The surgeon cauterized to complete the procedure.